Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: adverse event term: subdural collection left convexity. Duration of ae (derived): (B)(4). Resolved date: (B)(6) 2017. Adverse event outcome: resolved. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: what are the product code and lot number of the surgicel? ¿ we do not collect information on surgical product code/lot this is an evicel study however the patient was not randomized to evicel in this case. Was there any medical or surgical intervention performed? Yes. Duration of ae (derived): 28. Resolved date: (B)(6) 2017. Adverse event outcome: resolved. The following information was requested, but unavailable: are any of the following patient consequences related to the surgicel; hemorrhage to arachnoid cyst, vomiting, headache swelling to face (pseudomeningocele), hematoma, subgaleal and subdural collections? Na. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the type of surgical or medical intervention the patient received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: there is no relationship to study product as the patient was randomised to additional sutures the patient experienced a hematoma to the left side of face and craniotomy site. The onset date was (B)(6) 2017, and was related to the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the product code and lot number of the surgicel? Are any of the following patient consequences related to the surgicel; hemorrhage to arachnoid cyst, vomiting, headache swelling to face (pseudomeningocele), hematoma, subgaleal and subdural collections? Was there any medical or surgical intervention performed? Is the patients past medical history available?

Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2017 and absorbable hemostat was used. The patient experienced a hemorrhage to arachnoid cyst, which was eventually resolved on (B)(6) 2017. The adverse event was related to the procedure and required prolongation of existing hospitalization. Additional symptoms experienced included vomiting, headache swelling to face (pseudomeningocele), evd fitted and removed (B)(6) 2017, subgaleal and subdural collections, and shunt fitted (B)(6) 2017. The pseudomeningocele was related to the study procedure. Additional information was requested